Event description:
Reporter alleged the lancet needle from the softclix plus lancet system used in finger-stick blood glucose testing was jammed and would not release when attempting to engage it. The manufacture evaluation department determined the lancet sticks out of the dial cap after firing it. The location of the alleged incident was not provided. As a result, no actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent. Softclix plus lancet system: catalog # 04628349001.

Manufacturer narrative:
The suspect product is the softclix lancet.